Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the femoral part and lot number combination. The investigation is limited to the info provided, as the part and lot number for the cement required reviewing the device history records, complaint database, and conduct testing of retained samples was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation and the info available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for pain and loosening. Found cement/bone mantle caused femoral loosening and pain.